Manufacturer narrative:
A follow up report will be submitted once the investigation is completed

Event description:
It was reported to philips that the defibrillator is not turning on. There was no reported patient involvement/adverse patient impact.